Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was loaded but it would not open to attach to the vessel. The procedure was completed with no reported injury.

Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint "grip failure or insufficient." Failure analysis found the primary failure of grip failure or insufficient to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument part moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. The instrument failed to release to clip onto the rubber test tube. The instrument was found to have multiple input disk cracked. Hairline cracks were found on input shafts #6 and #7.